Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an infection. The surgeon removed all original implants and replaced with antibiotic center spacers for a staged revision. New implants will be placed after infection is cleared.